Manufacturer narrative:
We were unable to review the device history record as a lot number was not provided by the customer. The sample from the incident was not returned for evaluation. Samples from previous similar complaints by the same user facility showed evidence of excessive biting and chewing. Directions for use caution, "a bite block should be used in cases where the patient may bite down and flatten the endotracheal tube." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating, "incident has occurred where the patient bit through the pilot line and had to be extubated and re-intubated. The patient is okay." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).